Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site even when the stimulation was off. It was also reported that the patient was having burning sensation from pocket site down the leg when stimulation was on, particularly while charging. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no information can be obtained from the explanting physician's office.

Event description:
A report was received that the patient was experiencing pain at the pocket site even when the stimulation was off. It was also reported that the patient was having burning sensation from pocket site down the leg when stimulation was on, particularly while charging. The patient will undergo an explant procedure.